Event description:
A malfunction was reported on the pump, with the screen going dark and failing to turn on. There was no adverse impact to the customer's blood glucose level. After the customer reset the pump with guidance from support, the malfunction persisted. Technical support assisted by replacing the pump and instructed the customer on programming settings into the new device, connecting their cgm, and returning the faulty pump to avoid additional charges. The customer was advised to use mdi as a backup therapy.